Event description:
It was reported that the retainer of statlock detached from the pad five days after attachment to the patient. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the retainer detached from the statlock substrate was confirmed, but the exact mechanism of damage was unknown. One PICC statlock stabilization device was returned for investigation. The retainer was received separate from the foam substrate. A variable amount of foam was visible on the inferior surface of the retainer. Foam was missing from the superior surface of the foam substrate. The paper backing had been removed from the foam substrate. The foam substrate was stretched and deformed between the word ¿remove¿ and the attachment point of the retainer. Due to the condition of the returned sample and since evidence of adhesive was observed around the inferior surface of the retainer; it appears that the product was damaged during use. It was reported that the retainer detached five days after attachment to the patient. The manufacturing facility was notified of this complaint. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the retainer of statlock detached from the pad five days after attachment to the patient. There was no reported patient injury.